Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced difficulty with breathing during an unknown process step. The patient was not connected to the amia device at the time of the event. There was no report of hospitalization or medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An external and internal inspection was performed and no issues were noted. A short-simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events in the last 12 months; therefore, servicing did not cause or contribute to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. Review of the event history log revealed data from the seven (7) most recent therapies showed the patient¿s average uf was approximately 1402 ml. The programmed estimated night uf (150ml) was below the recommended setting. Per the amia clinician guide, the estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program and setting the estimated night uf too low, or to zero may result in a higher risk of iipv. The probable cause of the reported event was determined to be the programmed estimated night uf being set too low.should additional relevant information become available, a supplemental report will be submitted.